Event description:
It was reported that the device had error code 111.2000. There was no patient involvement. Bd learned the following information from due diligence follow ups. The tech looked up a trouble shooting guide and it looked like it could have been a logic board issue, however they were unable to duplicate the issue. They had initially returned the device to service but the device was returned to the tech again because the device would constantly alarm while in service mode.

Manufacturer narrative:
Omit: a0721 - circuit failure (1089), g02005 - circuit board, c0201 - electrical/electronic component problem identified, d02 - cause traced to component failure correction: manufacturer narrative investigation summary: the report that the device had error code 111.2000 was confirmed and replicated during laboratory testing. The suspect pc unit was powered on successfully in the ¿as received¿ state without any errors. After a few minutes the pc unit alarmed for error code 111.2002 (akb_comm_ss). The suspect pcu was power cycled to clear the error code 111.2002. The pcu alarmed immediately after boot sequence. The logic board was temporarily replaced for testing purposes only with a known good logic board. The pcu was powered on successfully without any errors.the programed infusion completed successfully without any system error observed. Using alaris system maintenance (asm) v12.5.0, the keypad test was performed on the suspect pcu. The results showed the pcu recognizing correctly each keypress and working as expected. On 21may2025 at 8:35 am the suspect pcu alarmed for safety clamp open (administration set inserted). At 8:37 am a remote IV was received and an infusion was started for a drug with ID 480 at a rate of 20 ml/hr and a volume to be infused (vtbi) of 1000 ml. Between 8:29 am and 12:24 pm the concomitant pump module alarmed for occlusion on patient side. A pvi of 336.555 ml at 12:31 pm the infusion was restarted. At 12:34 pm the concomitant pump module was disconnected from the pcu and the pcu alarmed for error code 111.2000 (comm_failure). A pvi of 342.115 ml was recorded. At 12:36 pm the pcu was powered on and the pcu alarmed for error code 111.2000 (comm_failure). Per product labeling, the system error bd alaris pc unit tipsheet states that following the notification of a system error, operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose or volume to be infused (vtbi). Power down the pcu by pressing the system on key. Restart the device by pressing the system on key. Restart previous infusions and/or monitoring settings. If the system error returns, power down the pcu and replace it immediately. Return the pcu to your biomedical engineering department for troubleshooting and data log retrieval. Bd alaris pcu and bd alaris pump module technical service manual in the troubleshooting section contains information related to error code 111.2000. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Additional information: manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported error code 111.2000 (akb_comm_ss) is being attributed a faulty logic board. Note that this report lists imdrf annex a1801, c0503, d08, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had error code 111.2000. There was no patient involvement. Bd learned the following information from due diligence follow ups. The tech looked up a trouble shooting guide and it looked like it could have been a logic board issue, however they were unable to duplicate the issue. They had initially returned the device to service but the device was returned to the tech again because the device would constantly alarm while in service mode.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: manufacturing location. Additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary the report that the device had error code 111.2000 was confirmed and replicated during laboratory testing. The suspect pc unit was powered on successfully in the ¿as received¿ state without any errors. After a few minutes the pc unit alarmed for error code 111.2002 (akb_comm_ss). The suspect pcu was power cycled to clear the error code 111.2002. The pcu alarmed immediately after boot sequence. The logic board was temporarily replaced for testing purposes only with a known good logic board. The pcu was powered on successfully without any errors. The programed infusion completed successfully without any system error observed. Using alaris system maintenance (asm) v12.5.0, the keypad test was performed on the suspect pcu. The results showed the pcu recognizing correctly each keypress and working as expected. On (B)(6) 2025 at 8:35 am the suspect pcu alarmed for safety clamp open (administration set inserted). At 8:37 am a remote IV was received and an infusion was started for a drug with ID 480 at a rate of 20 ml/hr and a volume to be infused (vtbi) of 1000 ml. Between 8:29 am and 12:24 pm the concomitant pump module alarmed for occlusion on patient side. A pvi of 336.555 ml at 12:31 pm the infusion was restarted. At 12:34 pm the concomitant pump module was disconnected from the pcu and the pcu alarmed for error code 111.2000 (comm_failure). A pvi of 342.115 ml was recorded. At 12:36 pm the pcu was powered on and the pcu alarmed for error code 111.2000 (comm_failure). Per product labeling, the system error bd alaris pc unit tipsheet states that following the notification of a system error, operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose or volume to be infused (vtbi). Power down the pcu by pressing the system on key. Restart the device by pressing the system on key. Restart previous infusions and/or monitoring settings. If the system error returns, power down the pcu and replace it immediately. Return the pcu to your biomedical engineering department for troubleshooting and data log retrieval. Bd alaris pcu and bd alaris pump module technical service manual in the troubleshooting section contains information related to error code 111.2000. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was disassembled for this investigation. Please replace the logic board as it was observed faulty. Please ensure proper assembly and re-torque all screws to specifications. Repair center should follow their normal processing of the device, looking for any incidental finding issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings or physically abused components. Root cause: the root cause for the reported error code 111.2000 (akb_comm_ss) is being attributed a faulty logic board. Note that this report lists imdrf annex a1801, g02017, c0503, d08 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had error code 111.2000. There was no patient involvement. Bd learned the following information from due diligence follow ups. The tech looked up a trouble shooting guide and it looked like it could have been a logic board issue, however they were unable to duplicate the issue. They had initially returned the device to service but the device was returned to the tech again because the device would constantly alarm while in service mode.